Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, customer noticed poor barrier separation, fibrin, hemolysis in the samples and also obtained erroneous result on unspecified number of tubes or patients. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-jul-2025. Investigation summary bd received four photos, one video and two samples for investigation. The photos and the video were visually evaluated, and hemolysis was observed. However, fibrin, poor barrier and erroneous results were not seen. Additionally, the two returned samples along with 100 retention samples were visually inspected, and no abnormalities were found in the gel or additives. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were under statistical control for the month of july 2025. Further testing is not indicated; however clinical data is available for this lot number. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, fibrin, hemolysis) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Additionally, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has been confirmed for the indicated failure mode hemolysis based on the photo analysis. This complaint unable to be confirmed for the indicated failure modes: erroneous results-unknown, poor barrier, and fibrin. No definitive root cause could be established for the reported defect. Corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, customer noticed poor barrier separation, fibrin, hemolysis in the samples and also obtained erroneous result on unspecified number of tubes or patients. There was no health impact or consequence reported.